Event description:
It was reported that during an afib procedure all the signals were lost on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto 3 and ep recording systems simultaneously. The user proceeded by changing to another cable and catheter. No patient injury was reported.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4) it was reported that during an afib procedure all the signals were lost on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto 3 and ep recording systems simultaneously. The user proceeded by changing to another cable and catheter. No patient injury was reported. The carto 3 system associated with the reported incident was inspected by bwi service engineer. The problem was related to defective catheter connection cables/ catheters which had to transfer the signals through the ECG cards #1 and #3. During the next procedures with new catheters and connection cables the problems did not reappear. Device history record (DHR) review was performed. No anomalies were noted in manufacturing or service. Management is notified of failure analysis results using monthly complaint trend reporting.